Event description:
As stated by the customer (B)(6) 2012: disinfection ferrule was damaged prior to incident, so the screw posts were exposed; [caregiver] was about to transfer [resident] from the tub to his wheelchair. He was holding the grab bar in the tub, and [caregiver] asked him if we had a good hold of the bar, as she was going to transfer his legs. As she rotated his legs, he let go of the bar and slid down the tub into the footwell, scraping his back on the broken disinfection ferrule. [Caregiver] pulled the call bell and her and a coworker used the sit-to-stand, where they checked and cleaned the scratch. [Caregiver] then transferred him to his bed to lay down and rest.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the manufacturer arjo hospital equipment (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.